Event description:
It was reported that a pericardial effusion occurred 3 days after the pulmonary vein isolation pvi procedure with a farawave catheter and faradrive steerable sheath clear were used during an ablation procedure. There was no invasive intervention. An oral medication change/adjustment was done. An ultrasound/echocardiogram/tee/tte diagnostic tests were performed in relation with this event. The outcome of this event is ongoing. The event did not result in an in-patient hospitalization or prolongation of existing hospitalization. The event was determined not to be related to the study device but was considered possibly related to the study procedure. No device issues were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.